Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the venous connection was cracked.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were provided for evaluation; however, two (2) pictures were submitted for evaluation. Visual inspection was performed on one picture revealing a crack at the blue patient connector. Even though the event description says the damaged bloodline was unopened, the picture provided showed blood on the inside and outside of the set. The second picture provided the lot information. Based on the findings of the investigation, the defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A batch record review was performed, and all test results and process parameters were within specification. The root cause of the reported defect can be attributed to the broken ring failure mode during the manual press. It was determined that the release screws were not in optimal conditions, causing instability and excessive play during the unloading motion of the press on plate, which contributed to the failure mode. Additionally, a potential root cause can be attributed to manpower, the operator failed to follow internal procedures to perform the visual inspection of the component. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.